Event description:
The pateinet received an uneventful treatment. Post-treatment, the patient began to vomit and was seen in the ER. The patient complained of abdominal pain, blood in the urine and chills. Blood work revealed gross hemolysis. Gambro technical services (gts) functionally checked the machine with no problem found. The clinic returned bloodlines in use with the clinic for functional testing.